Event description:
It was reported that the patient¿s trial went well but she had not been urinating since implant and thought that her bladder had been ¿shut off¿. The patient was worried because, she was ¿afraid that she would explode¿ due to her being unable to pee. The patient was implanted for control because, she was incontinent and her symptoms were that she was going all the time. The device was not controlling the patient¿s symptoms and they experienced a loss of therapeutic effect. Over the weekend, the patient had played with the programmer settings and had been able to ¿go a little bit but not very much.¿ the patient¿s health care provider (hcp) saw her yesterday and wanted her to keep track of the urine and ¿pee in a cup for 3-4 days.¿ the patient had turned stimulation down her stimulation to .4 but thought that maybe she should have turned it back up. The patient had not tried turning off stimulation. Stimulation was adjusted during the call and increased from program 1 at 1.2 to program 2 at 1.2 and the patient felt stimulation and was comfortable. It was later reported on (B)(6) 2015 that the patient used the programmer and verified that stimulation was currently on and saw the lightning bolt in the upper left hand corner. The patient was on program 4 at 2.3 and was not feeling stimulation. Stimulation was increased to 2.8 which was comfortable for sitting, standing and walking. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).